Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months following implant of the leadless implantable pulse generator (ipg), the patient presented to the emergency room with sepsis. Pacemaker related endocarditis was suspected. The patient was discharged approximately one month later. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.